Event description:
It was observed that during the device evaluation (cleaning brush), the gastrointestinal videoscope exhibited foreign objects came out of distal end channel of the scope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause could not be established but it is presumed that foreign objects remained inside the instrument channel and suction channel due to damaged channels. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.